Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte 2.75x20mm bare metal stent to the right coronary artery (rca), but was unable to cross the lesion. Upon withdrawal of the stent more resistance was noted and upon removal of the device stent damage was noted. No pt complications were reported. Pt status post procedure is noted as stable.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.